Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and fecal incontinence. It was reported that they went on (B)(6) 2025 and had a sigmoidoscopy and since then they have been having problems and irritation as far as bowel movements go. They have been going from slightly constipated to the other night and the evening and had diarrhea every half hour. They had been working with their gi doctor and their primary doctor. The patient had been losing blood and having bleeding in the rectum. They were so sore down there and are not having a whole lot of control. Reviewed how to check therapy status and patient was able to successfully confirm therapy was on. They increased amplitude until they could comfortably feel stimulation sensation and will monitor. Recommended the patient follow up with managing physician if not resolved.